Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported to aci that a patient underwent a catheterization procedure on (B)(6) 2014. Following the procedure, the technician who is in training, selected a mynx ace 6f/7f device to close the access site. No complications were noted during the deployment of the device. On (B)(6) 2014, the patient was taken to surgery to repair a pseudoaneurysm. The patient was hospitalized for reasons unrelated to the mynx.